Event description:
It was reported that during gyn procedure, the hand activation stopped working. The surgeon switched to the foot pedal and finished the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.